Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported that a power on reset (por) error code was observed. Therapy has stopped due to the por. At the time the por was seen, the patient had just turned the implant on. This was not related to an overdischarge event. The steps to clear the por with the patient programmer were reviewed and clearing the por was successful. Therapy was turned back on and was adequate. No further complications were reported/anticipated.